Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was diagnosed with peritonitis two days after being hospitalized for other indications. It was not specified if hospitalization was prolonged due to the peritonitis. While hospitalized, the patient was treated intraperitoneally for the peritonitis with gentamicin (dose and frequency unknown). The patient was discharged from the hospital after eight days. Ten days after discharge, treatment with gentamicin was discontinued and the patient was reported to have recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 4 involved in this event.